Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that one night they woke up with a high blood glucose level of 580 mg/dl. The customer stated they saw the reservoir was loose and was not able to stay in place. The customer stated that the reservoir compartment was broken and there were pieces missing. There were also scratches on the screen. The insulin pump was dropped. The customer declined troubleshooting for the high blood glucose. The customer¿s current blood glucose level was 333 mg/dl. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump had cracked case at display window corners, reservoir tube, reservoir tube lip completely broken off and test reservoir will not lock/click in place and minor/deep scratched display window. Unable to perform the basic occlusion and occlusion test due to reservoir tube lip anomaly. The insulin pump passed the operating currents measurement, self test, unexpected restart error test, displacement, prime and excessive no delivery tests. No missing segments or partial display noted.